Event description:
A customer contacted beckman coulter inc. (Bci) to report a liquid leak of the lx pro high sensitivity crp reagent. Incident occurred at bci warehouse. No injury was reported for this event.

Manufacturer narrative:
There was no loosening of the cap. The liquid adhered to the bottle. A clear root cause is unknown at this time.